Event description:
It was reported that the implantable cardioverter defibrillator was not used for procedure on (B)(6) 2023 due to the header being opaque. There was no patient involved.

Manufacturer narrative:
The reported event of header discoloration was confirmed. Final analysis found the cloudy appearance to be acceptable since all the header components and the tip of the test leads were visible through the header. No device anomalies were detected.